Event description:
Per the clinic, the patient experienced convulsions and was admitted to the hospital, due to hitting his head. Approximately two weeks after the patient was released, the patient collided with another pt and hit his head at the implant site which caused bruising, swelling and a bad cut. The results of an integrity test in 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned, but had not taken place at the time of this report the following month.